Manufacturer narrative:
This submission is for a correction to original MDR. After receiving additional information from the customer, the event was re-evaluated and the decision was changed from reportable to not reportable. MDR submission no longer needed. H3 other text : MDR correction

Event description:
There were 3 more reported issues with these IV caths, 383517. I have attached the product failure report dating back to january. There are 17 issues on this report. The 3 reported today will not be on there, but are from lot 3059788, 2346943 (x 2). We have been seeing this same issue with other needle sizes across our campuses. These are being used by our IV teams and procedural teams who are experts at using the product and placing ivs. I do not believe that this is a user error. Have you heard of this happening at other health sites? Is there a resolution in place? The needles not being able to be detached from the IV catheter is causing patients to have to be stuck multiple times which increases discomfort and procedure time and decreases patient satisfaction. Xxxxx has the 3 recent reported items in her possession to send back for investigation. She has been added to this email. Please let us know what next steps are.03oct2023- was there any medical intervention due to this event? Each patient required a secondary needle stick for IV placement due to the malfunction of the initial IV needle.- date of event: 9/21/2023, 9/21/2023, 9/25/2023- what procedure was being performed? CT scans with contrast - what medication was used in the procedure? Contrast04oct2023these were 3 separate patients. The dates listed are the dates the items showed up at my desk, not necessarily the dates they were used on patients. I would guess the spreadsheet attached is not up-to-date, but I¿ll let xxxx or xxxx speak to that. Has there been any changes to the testing done to items in production to help get control of this ongoing issue? I don¿t know what your current practice is, but from what I know, most areas check a certain percentage of items coming out of production, and when a certain number pass, the whole lot is deemed as passing. If this is the practice for these items, is it time to inspect each item to guarantee 100% passing rate? We¿ve had several lots throughout the year with the same issue, however not each device from each lot has been defective; a certain percentage of each lot has been defective. This is impacting our patients when the failure occurs, causing each failed attempt to require an additional needle stick, as well as discomfort to the patient as the end-user tries to make the device work, in hopes of avoiding the second stick to the patient.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced disengagement (removal) difficult. 1 of 2 related files. The following information was provided by the initial reporter: we have been seeing this same issue with other needle sizes across our campuses. These are being used by our IV teams and procedural teams who are experts at using the product and placing ivs. I do not believe that this is a user error. Have you heard of this happening at other health sites? Is there a resolution in place? The needles not being able to be detached from the IV catheter is causing patients to have to be stuck multiple times which increases discomfort and procedure time and decreases patient satisfaction.